Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using night aligners the patient reported, "I also have experienced a broken tooth as a result of my teeth moving resulting in having to have it capped. I was going to continue with my aligners but I am afraid of doing more damage."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.